Event description:
Medsun report (B)(4). Ptca (percutaneous transluminal coronary angioplasty) / stenting of proximal lad (left anterior descending artery) with des (drug-eluting stent) complicated by wire fracture and retained wire leading to subtotal occlusion of the vessel requiring placement of balloon pump.

Manufacturer narrative:
B3: date of event estimated as 8/01/2024. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The reported patient effect of occlusion is listed in the hi-torque guide wires instruction for use as a known patient effect of coronary procedures. A conclusive cause for the reported material separation and patient effect cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. It was reported that the wire separated during the procedure. Factors that may contribute to a material separation include, but are not limited to, tensile strength, corrosion, excessive force applied to device, interaction with accessory devices, and/or interaction with challenging anatomy. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported material separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D9 - device available for evaluation updated from ni to not returning.